Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-27612, 2017865-2021-27615. It was reported in clinic that the patient was presented with an infection. The pacemaker, atrial lead, and right ventricular lead were explanted. There were no patient consequences.